Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: product ID 37761, serial# (B)(4), product type recharger. Event date year valid only. Analysis of the desktop charger (serial # (B)(4)) found the cable assembly had a broken connector pin. Conclusion code applies to the ins and conclusion code applies to the desktop charger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the recharger connector pin seemed loose and the recharger connector pin jack (rubber flap area) did not allow the connector pin to sit in the recharger during charging. The connector pin kept coming off and out. The recharger screen would not light up. The ac adaptor connector was broken off. The patient further reported that stimulation had stopped and it had been a couple of months since stimulation stopped. It had been a couple of months since the patient was last successful with recharging and they could not connect using their patient programmer. The patient further reported that the ins site hurt and it would hurt when they walked. The patient also noted the recharger belt was annoying and they did not use it. The patient was encouraged to see their healthcare provider if the replacement of the desktop charger did not resolve the recharging issues. No further complications were reported or anticipated.